Event description:
The surgeon attempted to implant an aq2010v 3 piece silicone lens. The lens stuck in the cartridge. No pt contact. No pt injury. The iol injector and iol injection cartridge unk, model and lot numbers unknown.

Manufacturer narrative:
Complaints of this nature are being investigated.